Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of a right subclavian aneurysm, an embolization coil implant was halfway deployed when the catheter lost position. The coil and catheter were removed in their entirety. It was observed that the implant had detached from the delivery pusher inside of the catheter. There was no reported patient injury or intervention.